Event description:
It was reported that approximately 15 months after a left total hip replacement procedure, the patient underwent a revision procedure to address loosening and pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-00862 d10:: (B)(6) - 136-40-53 - novation gxl lnr +5 lat 40mm group 3 cups (B)(6) - 170-40-93 - biolox delta femoral head 40mm od, -3.5mm (B)(6) - 101-05-20 - 3.2mm drill bit 20mm 1pk (B)(6) - 190-31-12 - alt ha s clr ext sz 12 (B)(6) - 180-65-20 - alteon 6.5mm screw, 20mm (B)(6) - 180-65-20 - alteon 6.5mm screw, 20mm multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00862. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.